Manufacturer narrative:
Physio-control further examined the removed power pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic), designator u5. The ic was electrically shorted from pin 12 to 13.

Manufacturer narrative:
(B)(4): physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the power pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.